Event description:
The spring of the needle cannot be charged. A fully intact core of the tissue cannot be extracted with the above biopsy needle; instead, only fragments of the tissue are extracted. This made it impossible for the physicians to carry out histological and cytological analysis with tissue extracted.